Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave oversensing was observed on the current electrogram as well as on episodes from approximately two years earlier. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.